Manufacturer narrative:
Arjo was notified about an issue related to the carevo shower trolley. It was reported that during the device evaluation a latching part of the side support opening handle was found broken off. It is unknown in what circumstances the malfunction occurred, but no patient involvement was reported to arjo. According to the available information, the customer facility was still using the device, because the second handle on the affected side support was locking correctly and was holding the side support in upper position. The device was removed from service after the issue was detected by an arjo technician and the damaged component was replaced. The defective part was disposed of after the repair. Carevo is equipped with two side supports/panels to secure the patient. They have a locking mechanism consisting of two handles which unlock the side support from the stretcher enabling it to be folded down either to outer position or to fold down position. Both handles must be used at the same time to be able to unlock. When locking there is no need to engage these handles. The handles are screwed to the side support frame with screws using a torsion spring and slide bearings. The side support frame is then attached in the stretcher frame using two dividable bearings. A small spring clip is attached to the end of the each handle to reduce wear on the handle. The side support handle claimed in the investigated complaint was not available to be returned to the manufacturer for further evaluation. Therefore, no further actions could have been determined. The instructions for use (IFU 04.ba.08_8 dated on june 2013) for carevo shower trolley states that: ¿the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use.¿ the caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired. IFU warns user about the necessity of checking if the side supports are properly closed and locked: ¿to avoid patient from falling out of the device make sure that all side supports are in a locked position¿. It was stated in the user manual, that the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. It was not possible to determine the exact cause of the claimed malfunction. The course of event which led to part¿s damage was unknown and no conclusion from the defective component¿s evaluation could have been drawn as it was not available for return to manufacturer. In summary, the product failure occurred and the device did not meet the manufacturer specification as the opening handle was broken and non-functional. It is unknown in what circumstances the malfunction occurred, but no patient involvement was reported. This complaint was decided to be reported to the competent authorities in abundance of caution due to lack of information regarding the circumstances of malfunction occurrence.

Manufacturer narrative:
The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an issue related to the carevo shower trolley. It was reported that a latching part of the handle was broken off. It was unknown in what circumstances the malfunction occurred. According to the available information, the customer facility was still using the device, because the second side support handle was locking correctly and was holding the side support in upper position.